Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm and an unexpected restart alarm. The customer's blood glucose value was unknown at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer had problem with the battery lasting for 3 days. The customer stated that it was happening for the last 3 weeks and the only alert they were getting is the low battery. The insulin pump again had an unexpected restart alarm after they removed the current battery from the pump and insert a new battery. The device will not be returned for analysis.

Manufacturer narrative:
Device received with normal operating current. Device passed self test. Device passed off no power test. Device passed a21 alarm. No unexpected low battery alarm anomalies noted. No unexpected a21 and a17 alarm anomalies noted.